Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had poor image quality and the left monitor was dark during a case. No pt injury was reported.